Manufacturer narrative:
Additional information: b5, d4, h3 plant investigation: no non-conformity was observed during the manufacturing process, and there is no indication that the kit was not sterile at the time it was removed from its sterile packaging. Based on the available production records, it was assured that the kit was in a sterile state at the time the user opened its sterile packaging. No other similar complaints have been reported about this batch number. The product was returned for investigation and received on (B)(6) 2026. Even with aseptic technique, there is a risk that contamination from the environment, such as airborne mold spores that may enter the sterile tubing set during preparation and priming of the device. The most likely explanation is that the sterile tubing set was contaminated during its manual set up. This contamination more than likely led to the slow outgrowth of a mold mycelium over the extended storage period of 20 days, which per manufacturer instruction is not the intended storage of the device.

Event description:
A user facility reported that an xlung kit 230 was connected to the console on (B)(6) 2026, and underwent the standard priming procedure as required. On (B)(6) while preparing to place a patient on the system, a mold stain was discovered within the oxygenator. Provided photographic evidence showed a dark stain on the longitudinal middle of the cannister. There was no patient involvement. The complaint sample was received for product evaluation.

Event description:
A user facility reported that an xlung kit 230 was connected to the console on (B)(6) 2026, and underwent the standard priming procedure as required. On (B)(6), while preparing to place a patient on the system, a mold stain was discovered within the oxygenator. Provided photographic evidence showed a dark stain on the longitudinal middle of the cannister. There was no patient involvement. The complaint sample was available for product evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an xlung kit 230 was connected to the console on (B)(6) 2026, and underwent the standard priming procedure as required. On (B)(6), while preparing to place a patient on the system, a mold stain was discovered within the oxygenator. Provided photographic evidence showed a dark stain on the longitudinal middle of the cannister. There was no patient involvement. The complaint sample was available for product evaluation.

Manufacturer narrative:
Additional information: d9 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.